Event description:
It was reported that during an open low anterior resection, staples were not deployed at firing even though the target tissue was cut when the device was used on the rectum. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.